Event description:
During preventative maintenance of the device, the hospital based biomedical engineer observed an "overspeed 1" error message on the back up roller pump. The biomed recently replaced the central processing unit circuit board to resolve the issue. The following morning, the biomed observed the "overspeed 1" error message again. The roller pump was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
(B)(4) - performance. Evaluation in progress but not yet concluded.